Manufacturer narrative:
The insulin pump alarm compromised force sensor during the prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. Analysis was unable to perform the no delivery test due to motor error alarm. No e21 or unexpected restart alarm noted. No damage found on c13/ib noted. The insulin pump had a cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.